Event description:
Caller reported that there was a display issue with the pump, as a black line covered most of the screen, affecting the customer's ability to interact with and read the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.